Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified: one extended opening, black/yellow particle material was found on the shell and flat creases. A weight test of the device was performed and verified and the device underweight. A microscopic analysis was performed which identified a sharp edge opening in the shell with stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis. The final assessment is a sharp edge opening in the shell with stress marks assessed as a surgical impact opening. Additional, corrected, and/or changed data: b.7., h.3, h.6.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Event description:
The device was explanted.